Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B) (4) no anamalies were found, device was returned with atrial setscrew missing and the ventricle setscrew sideways.

Event description:
It was reported that during the implant procedure, the doctor was unable to screw down the lead in the rv connector of the device. Also, there was either no setscrew in the connector, or it was broken. The device was not implanted. No patient complications have been reported as a result of this event.